Manufacturer narrative:
Crosstex received a report through our distributor, (B)(4). It stated a dentist at the facility reported experiencing allergic reaction symptoms after wearing the surgical masks for the first time. Crosstex followed up with the dentist at the facility. The dentist reported using the masks for 2 weeks and experienced allergic reaction symptoms for about 3 weeks. Additional medical attention was sought. She took prescribed allergy medication to alleviate the symptoms. The dentist speculated the rash being due to use of new gloves, but noted the reaction was mostly localized to her face. The dentist reported her current condition to be fine. Crosstex has not received similar complaints related to the isofluid surgical masks. This complaint will continue to be monitored in the crosstex complaint handling system. Device not returned.

Event description:
A dentist at the facility reported experiencing allergic reaction symptoms to her hands and face after wearing the surgical mask for the first time.